Event description:
A customer observed a non-repeatable false positive ahbs result on a negative control fluid tested on the eci analyzer. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that repeat testing of the negative qc fluid gave acceptable results. The outlier result was not repeatable. Results from the positive control fluid were within the acceptable range. Calibrator responses were acceptable, and no error codes were displayed. Datalogger analysis showed no evidence of instrument malfunction. The root cause of the event is unknown.